Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The isi fse was able to duplicate the reported issue of the left master tool manipulators (mtml) not working properly. The isi fse replaced the mtml to resolve the issue. The system was tested and verified as ready for use. Isi has not yet received the mtm for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product. No image or video clip for the reported event was submitted for review. A review of the site's system logs for the reported procedure date was conducted by isi technical support when the customer called for support. Investigation revealed an error occurred during the surgical procedure that was related to the reported complaint. Mtm button outputs are saturated, button sensor #1, associated with error 23031. This complaint is being reported due to the following conclusion: system unavailability after start of a surgical procedure could lead to the procedure to be converted and may lead to an injury due to the patient¿s inability to tolerate a conversion. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted total colectomy surgical procedure, the left master controller was not working properly. Logs showed an error 23031 on the left master. The intuitive surgical, inc. (Isi) technical support engineer (tse) had the staff perform a hard reset and exercise the left master. While troubleshooting, the customer found that one of the finger clutches had broken off. The staff rebooted the system; no change. The staff brought in another surgeon side console (ssc) from another system and plugged it in; the system was working properly. The staff proceeded with the case. The site completed the procedure with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the procedure was completed with no injury to the patient.

Manufacturer narrative:
Additional information can be found in the following fields: d9, g3, g6, h2, and h3. Evaluation information can be found in the foll0wing fields: h6 and h10. D02- intuitive surgical, inc. (Isi) received the master tool manipulators (mtm) part involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the failure of a ¿broken finger clutch¿ during a visual inspection. The opto button assemblies will be replaced as a fix. The issue was attributed to a component failure.

Event description:
Refer to h10/h11 for follow-up information.